Event description:
Same case as MDR ID# 2134265-2014-05160 and 2134265-2014-05312. (B)(4) study. It was reported that angina and in-stent restenosis (isr) occurred. On (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and the index procedure were performed. The target lesion was a restenotic lesion of a previously placed 2.75 mm x 8 mm taxus stent implanted in (B)(6) 2011 located in mid left anterior descending (lad) artery with 80% stenosis and was 5mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 3.0mm x 12 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin. On (B)(6) 2014, the patient was presented due to shortness of breath, intermittent dry cough and obstructive sleep apnea which was diagnosed as pneumonitis. The patient was hospitalized on the same day. Three days from admission, the patient experienced atypical chest pain, which was diagnosed as unstable angina. Coronary angiography was performed and revealed 95% restenosis of the previously placed 2.75 mm x 8 mm taxus stent (in (B)(6) 2011) and the 3.0mm x 12 mm ion¿ stent located in mid lad. The lesion was then treated with balloon angioplasty using a 2.25 x 12mm emerge balloon catheter. However, post inflation, the patient complained of chest pain which was treated with intravenous (IV) nitroglycerine. The chest pain was resolved and the physician then deployed a 2.5 mm x 16 mm and 2.5 mm x 20 mm ion¿ stent in an overlapping manner. Following post dilatation, residual stenosis was 0%. Six days post procedure, the event was considered resolved with residual effects and patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2014-06058. It was further reported that the index procedure was performed one day after the onset of angina. Coronary angiography at the time of the event revealed 60%-70% diffuse narrowing of a previously placed 2.5mm x 32 taxus liberte paclitaxel-eluting coronary stent in distal left anterior descending (lad) artery. However, there was no intervention performed in distal lad. The chest pain occurred post inflation of a 2.25 x 12mm emerge balloon catheter was due to spasm.

Manufacturer narrative:
If implanted, give date: (B)(6) 2011. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).